Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, edema, anxiety product/procedure.

Event description:
A patient reported they experienced the events of right side ¿swelling", ¿fluid", and ¿bilateral exchange of textured breast implants due to the patient¿s concern with the product¿ device remains implanted.